Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope displayed an e216 (scope communication) error. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation e216 (scope communication) error was not confirmed. In addition, there was an e315 (non-compatible endoscope) error due to water invasion. Foreign material clogged in the gap of bending section cover glue. Water invasion and corrosion was within the entire device. The distal end was scratched. The bending section cover glues were separated. The insertion tube was deformed. The universal cord was buckled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error messages were displayed. The foreign material could not be identified and likely remained due to not being able to remove because of the physical damage of the device or the foreign material remained due to reprocessing deviation. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.